Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter healthcare for evaluation due to a reported unknown system error issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. A short simulated therapy was performed. Full functional testing, electrical safety testing, and calibration was performed. A visual inspection was performed. The reported issue was not verified in the event history log or during the sample evaluation. A review of the logs revealed that there were no alarms or therapies recorded. Should additional relevant information become available, a supplemental report will be submitted.